Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported that during a surgical procedure, the tube was cut. The surgeon clamped and cauterized the tube. The procedure was completed with no longer stay or other issues to the pt.